Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Factors that may contribute to unsealed packaging include, but are not limited to, manufacturing, storage environment, or transportation method and handling during unpacking. Return of the otw mini trek and its packaging components may have aided in the investigation and determination of cause. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for unsealed packaging for this lot. There is no indication of a lot specific product quality deficiency. In this case, without the product to examine, a conclusive cause for the reported unsealed packaging could not be determined however there is no indication of a product quality deficiency. To ensure this is not the result of a manufacturing deficiency, 100% inspection is performed during the manufacturing process to verify that all seals are complete with no gaps, channels, or voids.

Event description:
Reportedly the packaging of the mini trek was noted to be compromised during unpacking of the device. The sterile pack was not sealed. No additional event information was provided.